Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose. The customer reported that the bg had been treated and declined to perform troubleshooting. Additionally, the customer did not allege any issues with the pump, cartridge, or infusion set,